Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient had an underlying rhythm with no reported symptoms. It was noted that non sustained right ventricular oversensing due to noise between the p and r waves leading to pacing inhibition and a reduction in biventricular percentage was observed on the right ventricular lead. The lead was to be extracted at a not yet scheduled routine device change out. There were no patient consequences.

Event description:
New information received notes the lead was explanted and replaced. The explant was successful. The patient presented for a follow up post procedure and was doing well.